Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with cefapime 1gm daily intraperitoneally for the peritonitis event. Therapy with cefapime was completed on the day the patient was recovered from the peritonitis. Six days after the start of hospitalization, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event eight days after hospital discharge. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14d14015, h14d22026, and h14c15071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.